Manufacturer narrative:
The pump passed the displacement test and self test. No pump error 63 alarm noted during testing. However, hardware low level failures alarm confirmed in the pump history file due to broken trace at u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer reported they were able to clear the alarm and were able to rewind the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.